Event description:
A male underwent zenith aaa repair in 2007. The pt received a main body graft and two iliac legs and the procedure was conducted without reported incident. In 2009, the pt underwent a secondary procedure where an additional z-track leg graft was placed. The pt's anatomy was difficult to view and somewhat tortuous. Because of this, the physician was unsure of why the aneurysm sac was filling. Whether it was due to a distal type I endoleak on the right side but was unable to be determined with certainty. However, the aneurysm continued to grow. The physician extended further down, and the final result was good. The status of the pt is unk at this time.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The device remains implanted and without films to review, a definitive cause cannot be reported, nor can it be verified that an endoleak was present. The condition of the pt is unk at this time and if the aneurysm sac has stabilized. If additional info is received that would change the assigned failure mode, or any other pertinent details, the case shall be re-opened and investigated accordingly. We will continue to monitor for similar incidents.